Event description:
It was reported that during the implant procedure, there was noise. Further information later received reported that there was an issue with ECG signal quality, and mapping could not be completed with this device. The device was not used and was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found.